Event description:
Arjo was informed about citadel bed platform unitentional lowering. There was no customer allegation. There was no injury reported. The complaint description noted that damage was found during pick-up. However, this cannot be confirmed as the driver is no longer with the company and did not report any malfunction during pick-up. The bed passed the quality control check performed after it was returned from rental, with no malfunctions found. The bed was then moved to the ready line, where it lowered itself, which was noticed by another driver. A second quality control check was performed, and this time the bed failed. The bed's movement was recreated, and error e410 was present. The bed was moved to repair, and the gateway box was replaced. The bed was tested in accordance with the product's specific servicing document.

Manufacturer narrative:
The investigation is ongoing. Further information will be available in the next expected report.

Manufacturer narrative:
The citadel bed was lowering by itself. Unintented bed movement was found during the bed pick-up from arjo service center, incident was reported by an arjo driver. The malfunction was noted before the device was released to the customer site. The bed passed quality control check after it was returned from previous rental, no malfunction was found. The bed was tested after the issue occurred, the bed's movement was recreated, and error e410 was present. According to the service manual (830.284 rev h), error e410 is a group service error code that reports every possible potential cause. It is necessary to read all the sub-errors to continue further work. The service technician who worked on the bed reported that the sub-code was error e306, indicating that the gateway and/or its cabling had failed. The gateway box allows the transfer of bed data. During the bed evaluation, the technician found CPR function working intermittently. According to the instructions for use for citadel bed (830.213-en rev.14): "CPR position - press and hold the CPR button to flatten the deck (and lower if necessary) to enable cardio-pulmonary resuscitation to be performed." The CPR button is located on the attendant control panel on the foot end side rails. During quality control check performed after the event, CPR functions failure and side rails functions failure were confirmed. The technician suggested that the gateway box malfunction contributed to the side rails failing and affected the bed's movements. The service technician replaced the gateway box and attached all wiring. When technician replaced gateway box, error e410 disappeared, and bed operated correctly. The device was tested in accordance with product-specific servicing document. Based on the technician's suggestion, the bed lowered itself due to an intermittent CPR function, which was traced back a malfunctioning gateway box that affected side rail functions. The associated gateway box failure could be a result of natural wear and tear on the component, as there is no record of it ever having been replaced and the bed is approximately 5 years old. However, the bed is regularly serviced as it is a part of arjo's rental fleet, therefore this hypothesis could not be confirmed. To sum up, arjo device failed to meet its performance specification. There was no patient involvement, there was no customer allegation as the issue was identified at sales and service unit. This complaint was assessed as reportable due to allegation of unintended movement.